Event description:
It was reported that the device was reprogrammed after there were false positives for ventricular tachycardia (vt) due to noise. It was also reported there were false positive asystole episodes stored due to undersensing. Reprogramming the device sensitivity was recommended. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).